Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that the patient slipped and fell in the bathtub on (B)(6) 2017 and two of their leads migrated. It was reported that the right cervical lead migrated down and the right thoracic lead migrated down as well. Electrode impedance was checked and found to be normal. The patient¿s inss were reprogrammed to achieved the desired coverage. It was reported that this resolved the issue. No symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.